Event description:
This event is deemed reportable based on the allegations in a potential lawsuit which, while unsubstantiated, suggest that a reportable event may have occurred during use of atrium medical mesh product. It was alleged that the mesh was removed because it was infected and that the pt had a recurrent hernia. Since this is a potential legal matter, the case has been turned over to legal counsel and further info obtained through investigation or discovery may fall under the attorney/client and/or work product privilege. However, atrium will supplemental this report as appropriate if additional info comes to its attention.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation into this event.

Manufacturer narrative:
A thorough investigation was not able to be performed as no product code, lot number, or sample was provided. A review of complaints was performed and there have not been any similar reports related to a device malfunction. A review of the medical record provided was completed. The records indicate the pt had a history of an incarcerated ventral hernia requiring repair with a surgical mesh. The lab results revealed no infections.

Manufacturer narrative:
The lot history records and sterilization records were reviewed. The lot history information showed that the lot was sterilized acceptably, and that the device was manufactured and released according to the appropriate manufacturing procedures and relevant specifications.